Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturing number: 1627487-2021-14661, 1627487-2021-14662. It was reported that one of the patient is experiencing ineffective stimulation. A manufacturer representative has attempted troubleshooting but the patient denied programming. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the system was explanted.